Event description:
It was reported that during cholecystectomy the clip did not feed to the jaw properly and falls down. Other device was used in both cases. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged jaws.